Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device's main keypad does not function. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker further evaluated the replaced parts at the product assessment center (pac). The cause of the reported issue was determined to be contamination between the switch dome and the pcb gold trace from common cleaning product ingredients.

Event description:
The customer contacted stryker to report that their device's main keypad does not function. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however, there was no adverse event reported.